Event description:
It was reported that during device check, intermittent capture and high unacceptable capture threshold were observed. Patient was asymptomatic. A slight drop in pacing impedance was noticed, but still within normal range. The lead was capped and replaced. Patient was well after the implant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.